Manufacturer narrative:
There was no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported to us by FDA that the patient experienced infection and pain following implant. Exploratory surgery performed in 2006. Mesh explanted three months later and replaced with another type.